Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low" mg/dl. The customer was unable to provide the meter bg reading. No additional patient or event information was available. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.